Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and air bubbles were observed in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue. Customer was using admelog insulin and the pump supplies were in use for 4 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 450-452 mg/dl. Additionally, it was reported that a resume pump alarm occurred. Customer declined troubleshooting with tandem technical support, and declined to provide further information.